Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. The troubleshooting did not resolve the suction issue. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler on (B)(4) 2018 to get additional information, with no response as of the date of this report. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) via email that she had been using her pump in style breast pump for 3 months in accordance with the manufacturers recommendations and her pump was well maintained, however, recently she heard a loud squeaking noise and noticed that the suction on the pump was less effective. Customer service responded with an email, requesting that the customer phone in so that her issue could be appropriately addressed. On (B)(6) 2018, the customer called back and alleged to medela (B)(4) that she had an infection and mastitis, which she felt was a result of the ineffective pump. She had already spoken to a lactation consultant and was currently on antibiotics.

Manufacturer narrative:
Corrected the data in section g4, which was erroneous in the initial filing.

Manufacturer narrative:
Corrected the data in section g4, which was erroneous in the initial filing.